Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of attempting unsuccessfully to obtain a blood sample with the multiclix device. A request was made for the return of the lancet device, replacement sent.